Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was partially fired. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia ultra universal short, endo gia ultra universal or endo gia ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of lung parenchyma, while the lung parenchyma was being resected, the device partially fire because the handle's liquid crystal display (lcd) was not seen; it was unknown whether the thickness was applicable. A new cartridge was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of lung parenchyma, while the lung parenchyma was being resected, the device partially fire because the handle's liquid crystal display (lcd) was not seen. A new cartridge was used to resolve the issue. There was no patient injury.